Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to high blood glucose of 589 mg/dl. The blood glucose was in the range of 389 mg/dl to 354 mg/dl and was treated by bolus with the insulin pump. The blood glucose at the time of incident was 389 mg/dl and current blood glucose was 363 mg/dl. Her blood glucose went high to 500 mg/dl and it was not going down. The blood glucose at the time of the discharge was 303 mg/dl. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The device is not expected to be returned for analysis.